Event description:
It was reported by the customer that one incident leading to patient adverse reaction. In the first incident, a group of syringes broke at the phalange while being stored in a freezer with reconstituted cefepime 2 g in 20 ml sterile water. In the second incident, a syringe tip broke off in an IV infusion line y-site after administration of cefepime 2 g in 20 ml sterile water. Rcc received a complaint via web. Pir attached. There have been two incidents at my institution xxxxxxxxxx) where these 20 ml luer lock syringes broke, with one incident leading to patient adverse reaction. In the first incident, a group of syringes broke at the phalange while being stored in a freezer with reconstituted cefepime 2 g in 20 ml sterile water. In the second incident, a syringe tip broke off in an IV infusion line y-site after administration of cefepime 2 g in 20 ml sterile water.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.